Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial pacing was higher than the upper sensor as noted on a dual electrogram. It was also noted that the atrial threshold remains elevated. The device and lead remain in use. No patient complications have been reported as a result of this event.